Event description:
Surgical procedure performed to resurface previously unresurfaced patella. Intraoperatively poly wear of the insert was discovered.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The initial reporting indicated the prod was not suspected of failing to meet specs. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approx thirteen yrs should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.